Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for power error and unexpected battery power loss. The customer¿s blood glucose was unknown. Customer stated that she replaced battery and next day it said it was out of batt. Customer put new batt in and then it said it was out of batt and then batts are new. Customer stated that early this morning she got power error. Customer stated that battery has died with any warning. Customer stated that it says replace now with no warning prior and this has happened with past two battery. This is the second occurrence of replace battery now without a low battery warning. The customer stated that the internal power source in the pump is unable to charge. Customer has not previously called to report power error detected. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement. Pump error 25 due to connector resistance issue. Device received with missing retainer, missing reservoir tube o-ring. Unable to perform the displacement test or lock reservoir into place due to missing retainer.